Event description:
On (B)(6) 2013, the pt reported that his infusion tubing broke off at the luer lock. When he was going to change his insulin cartridge and infusion tubing the tubing broke away from the luer lock. The pt stated that he barely touched the tubing. He had not jerked the tubing and it had not been caught on anything before it broke. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. A visual inspection and a test for flow and leak were performed on the returned used sample. The tubing was split from the reservoir luer connector and this resulted in leaking. The lot number is unknown; therefore, the retention sample could not be investigated. There is no indication that a nonspecific product has been delivered to any customer.